Event description:
It was reported that during a humeral nail procedure, the surgeon was putting the instruments together and the instruments became stuck together. The surgeon had to apply force in order to detach the instruments from each other. Surgeon then inserted the screw in the patients bone through the protection sleeve and the screw would not pass the end of the protection sleeve. The protection sleeve then would not release the screw. Surgeon tried pulling the protection sleeve out to release the screw and the screw pulled out, stripping the humeral bone. Surgeon then switched to a spiral blade implant in order to complete the procedure with no further problem. No adverse effect to the patient. The procedure was extended for approximately 1 hour. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The forefront of this instrument is strongly deformed and has a burr in the bore, caused by the deformation. There are several nicks and dents at the top of this instrument and the laser marking is washed out. Based on the age and the kind of the damage this complaint is invalid from a manufacturing standpoint. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.